Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead demonstrated loss of capture with only intermittent capture at high output. The lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.